Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 278 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged and bent, while wearing it on the back. For treatment, the patient gave a correction bolus of 16 units and drank water.

Manufacturer narrative:
No bends or kinks were observed on the soft cannula. The distal tip of the soft cannula was observed to be damaged, however, the timing and cause of the damage could not be determined. A leak test was performed and no leakages were observed along the entire fluid path. The distal tip being damaged did not prevent fluid from exiting the soft cannula. Fluid was able to pass through the fluid path and exit the damaged distal tip of the soft cannula with no issues. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the reported dislodged cannula could not be determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.